Event description:
Barrel clamp open position fails linear potentiometer- faulty. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was not returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4).